Event description:
Patient revised to address pain, found patella loose and worn.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Review of the device history records did not reveal any anomalies. A search of the complaint database did not show any other reports against the manufacturing lot. The investigation could not verify or draw any conclusions about the reported polyethylene wear and device loosening without the device to examine. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.